Event description:
It was reported detected hole in PICC-line today, the hole was discovered in connection with rerouting & flushing and was approx. 5 cm height. The patient was disappointed but completely well & the procedure was carried out without any complications. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported detected hole in PICC-line today, the hole was discovered in connection with rerouting & flushing and was approx. 5 cm height. The patient was disappointed but completely well & the procedure was carried out without any complications. No other information was provided. Additional information provided: catheter was placed (B)(6) 2024 and removed (B)(6) 2024. Total catheter length is 48cm inserted in basilic vein with 4cm exit site markings. Catheter tip in the correct position based on assessment with sherlock 3cg confirmation. Sterile saline 9 mg/ml used to lock catheter between use. Securacath placed between 4-1cm and PICC was dressed straight along patient's arm. Catheter used for oncology treatment: irinotekan and flourouracil. Catheter intervention taken: partial occlusion, actilyse administered. Internal leakage identified when flushing catheter prior to chemotherapy treatment at the 5cm mark 22 days after insertion. Chlorhexidine 5 mg/ml used to clean catheter site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 7cm and 8cm markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.